Event description:
Follow up with the physician's office revealed that the increase in seizures was below the pre-vns baseline and unrelated to vns.

Event description:
It was reported that the patient presented with 15 seizures in the past few months, including two big ones that caused the patient to fall and break his tooth. It was stated that the patient's vns had not been interrogated since approximately a year prior to the visit. No additional relevant information has been received to date.